Event description:
The advocate stated the customer tested his blood glucose using his 2 contour meters and received readings of 522 and 183 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate performed control tests while troubleshooting and the results fell within the normal control range. The advocate was advised to return the test strips for eval, but she refused. No product will be returned.